Manufacturer narrative:
Correction: device manufacturing date inadvertently left off the initial MDR and now provided. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. On (B)(6) 2017 a medtronic representative went to the site to perform a system checkout. The representative was unable to replicate the reported issue. Representative verified that there were 153 exams in data base, rep deleted the exams except the demo exams. After deleting the exams, system passed all tests and is working normally. The logs for the navigation system were reviewed by medtronic personnel. The evaluation provided no additional insight regarding the cause of the reported issue. No part has been received by manufacturer for evaluation.

Event description:
A site representative reported that during a cranial resection, the navigation system became unresponsive. Rebooting the system took long time which made the surgeon to abort the use of navigation. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.